Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: two pictures were received by our quality team for investigation. Upon visual inspection of the two pictures received, a crack on the barrel from 2ml to 5 ml mark of the scale can be verified. An annotation was found during device history record review related to the alleged defect. During the assembly process, a mechanical failure was detected in the assembly station causing pieces to get stuck in assembly wheels. Once detected, the defective samples were rejected and mechanical team repaired the failure. Based upon the quality team's investigation, the root cause of this incident is related to a mechanical failure during the manufacturing process and the appropriate personnel have been notified of this incident. Investigation conclusion: it has been received 2 pictures for investigation. Upon visual inspection of the two pictures received it can be observed the syringe barrel is damaged. There is a crack on the barrel from 2ml to 5 ml mark of the scale. DHR of lot 1706017p has been reviewed finding an annotation related to the alleged defect. During assembly process, mechanical failure was detected in assembly station causing pieces get blocked in assembly wheels. Once detected defective samples were rejected and mechanical team repaired the failure. So this damage on barrel could have been caused during this failure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since incidence was identified according to manufacturing record, we can confirm that the root cause of the non-conformance is related with a mechanical failure in assembly station. We would like to inform you that our manufacturing area has been alerted of this incidence. Defect: damaged barrel which causes leakage. It has been received 2 pictures for investigation. Upon visual inspection of the two pictures received, it can be observed the syringe barrel is damaged. There is a crack on the barrel from 2ml to 5 ml mark of the scale. DHR of lot 1706017p has been reviewed finding an annotation related to the alleged defect. During assembly process, mechanical failure was detected in assembly station causing pieces get blocked in assembly wheels. Once detected defective samples were rejected and mechanical team repaired the failure. ((B)(4)). So this damage on barrel could have been caused during this failure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift. Printing: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since incidence was identified according to manufacturing record, we can confirm that the root cause of the non-conformance is related with a mechanical failure in assembly station. We would like to inform you that our manufacturing area has been alerted of this incidence. Root cause description: DHR of lot 1706017p has been reviewed finding an annotation related to the alleged defect. During assembly process, mechanical failure was detected in assembly station causing pieces get blocked in assembly wheels. Once detected defective samples were rejected and mechanical team repaired the failure. ((B)(4)). So this damage on barrel could have been caused during this failure. Root cause description: based in severity and occurrence not formal CAPA is required according to internal procedure (B)(4).

Event description:
It was reported that while preparing the antibiotic in the bd plastipak¿ hypodermic syringe luer lok¿ the syringe was found with a crack. Found during use. No reports of serious injury or medical intervention noted.